Event description:
The pt received a pns system (off label) which included two leads from the same lot. It was reported the pt was no longer receiving adequate pain coverage. It was identified that the leads had migrated, rising closer to the surface of the skin. The leads were removed and replaced on (B)(6) 2012. Effective stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.